Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 7 cm diameter abdominal aortic aneurysm. The aortic neck is 23 mm at the renal artery and conical in shape. It was reported that the CT revealed a proximal type I endoleak. Per the physician, the cause of the proximal type I endoleak is related to patient anatomy, angulated and conical aortic neck. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak could not be conclusively determined from the powerpoint slides provided. Pre-implant CT¿s, and films at implant were not provided for review and comparison. The films provided showed that the bifurcate main body was not fully apposed to the aortic wall on the posterior side. The films provided confirmed that the infrarenal aortic neck was severely angulated (~ 80 deg a-p; off-label) and conical in shape. The films provided also showed that the suprarenal apices were confined to ~ 18 mm in the suprarenal aorta. This may have restricted the proximal bifurcate to expand and well apposed to the aortic wall. It is possible that the severely angulated and conical infrarenal aortic neck combined with confined suprarenal stent in the small suprarenal aorta may have contributed to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.